Event description:
Female patient underwent a staged bronchoscopic lung volume reduction procedure with first set of valves (qty. 3) placed in the left upper lobe (B)(6) 2022. The second procedure had one valve placed on(B)(6) 2022 by a different treating physician. Patient achieved immediate atelectasis of the treated left upper lobe. However, patient did not experience any symptomatic relief. She came for a follow up 1 week after discharge and was found to be in exacerbation and was given 5 days of prednisone which initially improved her symptoms. At some time later, she woke up with shortness of breath, and felt a foreign object in her throat. She developed severe respiratory distress and was admitted to a hospital. She apparently developed pneumonia, pneumothorax x 2 requiring chest tube on the left. Abdominal imaging appeared to show the valve in transit. A few months later she developed abdominal pains, and was eventually found to have severe sigmoid inflammation, requiring a partial colectomy with colostomy creation. No valve was found in the bowel. She was admitted for almost 2 months. She believes she may have swallowed a valve that caused damage to the bowel. Requests for additional information have been made.

Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment. Pneumonia is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 0.8% of the zephyr valve subjects vs. 0% of the control subjects experienced a pneumonia serious adverse event (sae) during the treatment period (less than or equal to 45 days). 5.7% of the zephyr valve subjects vs. 8.1% of the control subjects experienced a pneumonia sae during the longer-term period from 45 days after the study procedure through 12 months postprocedure. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumonia as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.